Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow-up report will be submitted upon completion of device investigation and/or receipt of new details about the event from the healthcare facility.

Event description:
The manufacturer was notified of the intraoperative explant of a perceval plus size s valve. The following provides a complete summary of all information currently available to the manufacturer. After implantation, the physician observed turbulences on the ultrasound examination. Based on this finding, he decided to explant the valve and replace it with a 21 mm inspiris valve via sternotomy. The surgeon reported that the sizing of the perceval valve (size s) appeared appropriate, as implantation of the 21 mm inspiris valve was only possible with some difficulty. Following replacement with the 21 mm inspiris valve through sternotomy, the patient is currently doing well.